Event description:
According to internal imaging review, tomography showed that the original 26mm sapien valve was under-expanded at 22.6mm mid-valve (0.5mm added for outer diameter). The leaflets were also calcified. There is no evidence of hypoattenuated leaflet thickening and the valve position was good.

Manufacturer narrative:
A supplemental MDR is being submitted due to internal imaging review. Sections a2, b4, b5, g3, g6, h2, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections a2, b5 and h6: type of investigation. Corrections to sections h6: device code(s), investigation findings and investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results are inconclusive due to the limited information provided. However, patient factors might have contributed to the event, including the patient's advanced age of 67 years and history of radiation therapy. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), post tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the aortic position, the valve failed due to stenosis with a high gradient measuring over 47mmhg. Per report, the patient presented with dyspnea, fatigue and heart failure. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra resilia (s3ur) valve. Mild paravalvular leak (pvl) was noted after the 23mm s3ur valve was implanted due to the valve being under-deployed. Post balloon aortic valvuloplasty (bav) was performed with a 23mm true (non-edwards) balloon using 12atm for 3 seconds, and the pvl was eliminated. The gradient measured 4mmhg post bav.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided per edwards lifesciences implant patient registry (ipr). Sections b4, d1, d4, d6, g3, g6, h2 and h4 have been updated.